Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site and subsequently the abutment was removed and the patient was administered oral and topical antibiotics (date and duration not reported).